Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the brush head had come apart in her mouth while she was using it; the small brush head had broken off and the same happened with a previous brush head from the same pack. No injury was reported.